Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's entire system was explanted (no sjm representative was present). Additionally, per the physician, it was noted the lead was not anchored and did not appear to be sitting in the epidural space.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of ineffective back stimulation. As per the patient, per the physician, x-rays of the lead concluded the lead was placed too low to cover back pain. Surgical intervention will be taken at a later date to address this issue as well as other non-scs system health issues.